Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer compact vacuum cement mixing system had damage to the sterile container on arrival to the hospital. There was no report of injury or medical intervention associated with the incident.